Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified trauma surgical procedure it was observed that the small battery drive device stopped working. It was not reported if there were any delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Correction: d10: the date returned to manufacturer was documented as june 11, 2020 on the initial report. This date has been updated to june 16, 2020. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the small battery drive device and it was determined that the device had intermittent operation, and a sticky upper trigger. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function, check the oscillation angle, check switching function, and check the triggers and electronic control unit (ecu) function. Therefore, the reported condition that the device stopped working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.